Manufacturer narrative:
Device was returned for additional evaluation and investigation. A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. Additional physical investigation was performed on the device. A visual inspection did not find any anomalies with the exterior of the pump. Continued analysis of the pump confirmed the pump reservoir was functional, pushing injected sterile water for injection back into the syringe when the plunger was released. Fluid was able to flow through the cap and canula when it was pushed through the cap septum. The unit primed at ambient temperature, but was unable to prime at design specification and failed to flow overnight, confirming an issue with the pump. As the complaint was opened on (B)(6) 2021, the pump was explanted on (B)(6) 2021, and the pump returned on (B)(6) 2022, further investigation into the root cause cannot be completed. The storage and shipment of pumps may affect the functionality, and the storage of this pump cannot be confirmed. Testing of the pump will not provide reliable investigation results, and therefore, will not be performed. Internal complaint number: complaint (B)(4).

Event description:
Additional communication confirmed that the pump was not discarded and instead was returned for additional evaluation and investigation.

Manufacturer narrative:
Device was discarded and not returned for additional evaluation and investigation. As additional investigation was not performed on the device, a definitive root cause could not be determined for the alleged issue. Internal complaint number: (B)(4).

Event description:
Additional communication confirmed that the explanted pump was discarded.

Manufacturer narrative:
Pending device return for analysis. A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. Internal complaint number: complaint-(B)(4).

Event description:
Clinical specialist (cs) contacted technical solutions to report a prometra ii 20 ml pump was replaced due to underinfusion volume discrepancies. The patient also had a desire to switch to the larger 40ml pump. For the first alleged volume discrepancy for the patient, the expected volume was 5ml and the actual aspirated volume was 15ml. It was reported that the patient reported a lack of pain relief and feeling sick. The patient did not have any mris or falls or trauma. It was later stated that underinfusions were observed at the patient's next two refill appointments, with 20ml being returned in each of them. A dye study was performed, which identified a catheter kink. The catheter was revised. On (B)(6) 2021, another underinfusion volume discrepancy was observed with the expected volume being 6ml and the actual aspirated volume being 18.5ml. The pump was later replaced. Catheter issues were captured through MFR 3010079947-2021-00213.